Manufacturer narrative:
Device has not been returned to manufacturer investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed error code 46822 during use. The battery door was opened and closed, after which the pump powered on; however, a ¿remove or reattach cassette¿ alarm occurred and persisted despite repeated troubleshooting. The device was reported to under-deliver. The event occurred while the device was in use with a patient in the home setting. There was patient involvement; however, no harm was reported.